Manufacturer narrative:
Carefusion file identifier: (B)(6). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module's (uim's) touch screen is freezing up. The customer stated there was no patient associated with this event.